Event description:
Caller reported not observing drops of insulin at the tubing's end during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by using a new cartridge, successfully resuming insulin delivery.